Event description:
Perforation of the vessel causing massive injury of bronchial mucous membrane with strong bleeding during use of the airway exchange catheter. Pt expired, however, it is not clear if the pt died as a result of this bleeding.